Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.